Event description:
It was reported that during device preparation and prior to use in the anatomy, the 3.0 x 18 mm xience v stent delivery system (sds) hypotube shaft broke and was not used. There was no reported patient involvement. A second device was used in the procedure without incident. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation. The shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.